Event description:
The patient reportedly experienced a decrease in sound quality. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. Testing of the device revealed it was functioning within specification. The pt's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.